Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin was not being delivered to her body fast enough the bolus. The blood glucose reading was 113 mg/dl. She stated that the drive support cap appeared normal. She found air bubbles in the tubing and was assisted with priming them out. She stated that insulin did exit with the manual prime and stated that she found no leak. She stated that the time, date, basal rates, and bolus wizard settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and customer stated that the cannula was bent, but not occluded and that the site was not sore or irritated. Nothing further was reported.